Event description:
The following has been reported: at 16:45, alarm on a parenteral syringe pump (syringe of lipids - flow rate 0.7ml/h)) which starts sounding "piston head alarm". Attempt to switch the syringe pump off and on again, without success. Call to biomedical, who visits the department to try to solve the problem. Syringe pump still ringing. Change of syringe pump , no more alarms on the lipid syringe. At 17:00, syringe pump containing the vaminolact syringe (flow rate 0.3ml/h) starts ringing "plunger head alarm". Change of syringe pump, no ringing for 15 minutes. At 5.15pm, the "piston head" alarm went off again. On arrival in the room, syringe completely empty, i.e. 9ml passed in 15 minutes. Consequence's: the entire 24-hour course of treatment was completed in a few hours. Immediate action taken: call to the paediatrician on duty, instructions not to repeat the vaminolact and to monitor the child. Pse sent to biomedical department on 24 may biomedical department action: seen on site, removal of the 2 devices concerned, reading of the devices' histories: recurring piston head alarm on both devices, must undergo maintenance (repair of the plunger at the level of the anti-siphon fins), however nothing in the history makes it possible to detect at first glance the problem of infusing the 9ml in 15min. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.